Event description:
To summarize this event, post-implant of an 18mm amplatzer septal occluder ("aso"), the patient began having premature ventricular contractions. An angiogram revealed the aso had dislodged to the left ventricle. The aso was retrieved and the patient was scheduled for surgery.

Manufacturer narrative:
The aso was received at aga medical and decontaminated. The device was measured and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient underwent cardiac catheterization for closure of a large atrial septal defect (asd). Per the medical records provided, an 18mm aso was selected because of a small aortic rim. The aso was deployed, and the push-pull maneuver was performed four times to confirm secure placement. The aso was released from the cable uneventfully, however, the device embolized while the patient was still in the cardiac catheterization laboratory. She was re-intubated and the device was found in the left ventricular outflow tract (lvot). From the lvot, the aso was pulled into the descending aorta and finally removed from the femoral arterial side. The patient remained stable during and after retrieval. According to aga's medical consultant, the svc, ivc, av valve, superior, and aortic rims were adequate. The posterior rim was thin and flailed, but was adequate in size. The aortic rim was reviewed in multiple planes at 23, 43 and 46 degrees. It was adequate in two views and small in another view. This finding is normally seen, as the deficiency of the aortic rim is relatively "adequate and inadequate." In this patient, the aortic rim was adequate for practical purposes. The largest diameter of the defect was in the bi-caval view and measured up to 21mm, without balloon sizing. Balloon sizing of the defect was 24mm in the bi-caval view. The size of the device used was significantly smaller than the diameter of the defect (approximately 5-6mm) and the diameter of the right atrial disc was equal to the diameter of the defect. When the patient was extubated, the transient increase in the right atrial pressures exerted and embolized the device to the left side of the heart. A 22mm or 24mm aso would be recommended if the procedure is to be repeated. These size devices are unlikely to cause aortic trauma.